Manufacturer narrative:
It was reported that the extension sets leaked at the hubs during an infusion. Received three new extension set model 20027e lot 20025552. The sets were visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. No anomalies or evidence of damages were observed during initial visual inspection. Functional testing was performed by attaching a lab syringe filled with blue dye water to the extension sets¿ female luers. An 18-guage cannula was attached to each of the sets¿ male luers. The syringe plungers were gently depressed and no leaks or issues were observed. The sets were then loaded into a lab syringe module for syringe infusions. The infusions were programmed for a rate of 10ml/hr and vtbi of 10ml. The infusions completed with no alarms, leaks, or any issues. The sets were pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No leaks or anomalies were observed with the sets or at the components. Equipment used (measurement and testing performed on 01oct2020). 8015 alaris pcu 1.5, eq10291, calibration due date: 20mar2021. 8100 alaris system syringe, eq08313, calibration due date: 04aug2021. Air pressure regulator with pressure gauge, eq00151, calibration due date: 07nov2020. A device history record for model 20027e with lot number 20025552 was performed. The search showed that a total of 17,603 units were built in 1 lot on 11feb2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the extension sets leaked at the hubs during an infusion was not confirmed. The root cause of the customer¿s experience was not identified because no leaks or anomalies were observed or replicated during functional and pressure testing. H3 other text : see h10.

Event description:
It was reported that the 3 ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: I've got one of the nurses reporting via email that they have issues with this particular lot leaking at the hub. No incident reports were filed so I don't have a reference number for this one. They have sequestered the rest of the lot and can return it if/when we get a label. Rcvd follow-up 7/27: unfortunately the end users did not fill out incident reports for these events so the answer to these questions is unknown. What is the date of the event? N/a. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. N/a. Exposure to blood/bodily fluid/IV solution? If yes, please explain n/a. Was the tubing set attached to a patient at the time of the reported failure or did it occur during preparation/priming? N/a.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 3 ext set 0.2 micron filter ss dehp free experienced leakage. The following information was provided by the initial reporter: I've got one of the nurses reporting via email that they have issues with this particular lot leaking at the hub. No incident reports were filed so I don't have a reference number for this one. They have sequestered the rest of the lot and can return it if/when we get a label. Rcvd follow-up 7/27: unfortunately the end users did not fill out incident reports for these events so the answer to these questions is unknown. What is the date of the event? N/a. Were there any adverse event(s) as a result of the reported defect? If yes, please provide details. N/a. Exposure to blood/bodily fluid/IV solution? If yes, please explain. N/a. Was the tubing set attached to a patient at the time of the reported failure or did it occur during preparation/priming? N/a.